Event description:
The clinician experienced difficulty removing the needle from the catheter. The clinician used a kocher grip to help aid in the removal of the needle. The safety system was then not functioning and the safety plastic tether did not function properly, causing a needle stick injury. The reporter has been contacted regarding additional information and has not responded at this time.

Manufacturer narrative:
The sample has been received for analysis and is currently being decontaminated. A supplemental report will be submitted upon completion of the investigation. Date submitted: 10/02/2006.